Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic total gastrectomy. The handle was inserted into the cavity for duodenum resection and the device articulated on its own. The device was removed and the adapter was reloaded, however after a while it articulated on its own. Every time the battery was re-inserted into the handle the same event occurred. The case was completed using a manual handle. There was no patient injury.